Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of an open spay procedure where the device was applied for ovary removal, linea, and skin closure using a continuous suturing technique, the patient had a subcutaneous staph infection. The patient was treated with antibiotics for allergic reaction, swelling, thinning of the skin, discharges of fluid after blister. Several days after, the patient had granulation and swelling. The patient was sedated and skin was opened to remove the remaining suture that was causing reaction.